Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a da vinci s hysterectomy procedure the metal band of the monopolar curved scissors instrument was heating up and burning the patient's tissue. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. During visual inspection, no signs of arcing were observed around the metal reinforcement ring. Functional testing was performed and the instrument properly cauterized at the tips and at no point did energy escape through the main tube or tube extension. The metal ring remained cool to the touch after using the electrocautery for 10 minutes. The instrument was disassembled and no damage was observed on the main tube, tube extension, conductor wire, or cap coupling tube in the area where the metal ring is located. No physical damage was found.